Event description:
Pt receiving blood product on secondary line. Vtbi under programmed. Rn at ch ir ide to ensure completion of infusion. While vital signs being obtained blood noted to be complete with secondary line dry. No remaining blood product in filter tubing with filter compressed flat. No pt harm. Pump pulled from service, line retained.